Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the device cannot charge. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device could not recharge and needed a battery replacement. The customer did not want repair by philips and the customer found another channel to repair the device. Once repaired, the engineer was informed the device was returned to use at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed by another outlet other than philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.